Event description:
It was reported that the handpiece began overheating at the beginning of an oral surgery. There was no reported pt or user injury, and the procedure was completed successfully with another available device.

Manufacturer narrative:
The drill was received at the MFR for eval, but the rise in temperature could not be confirmed. Based on the investigation detail, the handpiece passed all quip checks and no problems were found. Service did a clean, lube, and adjust to the device, and it was returned to the customer.